Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pneumonectomy, the device was partially fired and there was a poor staple formation. After the sur gical procedure during the bronchoscopy, physician found out that stapler line was partially open. The patient was under 24 hour observation and currently hospitalized at the intensive care department.